Event description:
Total ventilator failure while on patient use. When walking into the room, noticed the ventilator off. Nurse also noticed it to be off. She heard a click and then the ventilator went off.